Manufacturer narrative:
Correction: additional information indicated that only one battery had high impedance. This is captured in regulatory report 9614 453-2017-01798.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported there was high impedance with the old (previous) battery.